Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with the emergency release pin broken at both sides. The pin was made of ti6ai7nb (titanium alloy). The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards. The material of the pin was tested and confirmed to be ti6ai7nb-alloy. The dimension of the investigated pin was checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. The plate was cut to length and contoured intra-operatively. When examining the two fracture surfaces of the pin using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The cracks started in the upper area of both cross sections and ran into the material. After breaking, the two fragments rubbed against each other causing little destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the major part of the two fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. One fracture surfaces also showed a few dimples. The area with the dimples corresponds to the residual forced fracture zone. On the other fracture surface, a secondary crack initiation site was observed opposite of the initial crack initiation site. Between the two crack fronts, there was a small seam with dimples which again corresponds to the residual forced fracture zone. Sem observations and findings showed that the pin failure was caused by fatigue and overload. According to the surgical technique guide of the manufacturer of the pin, the indications are sternotomies or fractures of the sternum. The device report does not outline, for what indication the implant was used. The implant broke during rehabilitation of the patient and a revision surgery needed to be performed. Based on the topography of the fracture surfaces, it can concluded that the implant was subjected to low dynamic bending loads (two sided). Constantly alternating bending loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pin. The pin could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of titanium sternal locking plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two material review records and one ncr noted. Mrr 142418 was written due to the raw material not meeting specification requirements due to the width dimension being oversized and due to cosmetic discrepancies. The raw material was dispositioned as use as is as the raw material will meet the specification requirements after normal processes have been performed. Mrr 143829 was written due to the raw material not meeting surface finish requirements. The raw material was dispositioned as use as is. The raw material will meet specification requirements after normal processing has been performed. Ncr us1036448 was written due to a documentation error on the supplier material cert. The work order quantity was incorrectly documented. The raw material supplier corrected the raw material cert to show the correct work order quantity. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a revision surgery took place on (B)(6) 2014 for patient pain and broken plate. The plate was removed and replaced. This is report 1 of 1 for (B)(4).